Event description:
It was reported that a patient underwent an open ventral hernia repair procedure on an unknown date and mesh was used. Ten day following the procedure, the patient experienced an intestinal fistula. An MRI revealed that the center of the mesh was adhered to the intestine.

Manufacturer narrative:
(B)(4): intestinal fistula occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional information: narrative - it was reported that the initial open ventral hernia repair procedure was performed on (B)(6) 2012. The patient underwent an eventroplasty on an unknown date. Currently, the patient is being treated with vac therapy. (B)(4).